Event description:
In 2006, the facility had a situation with a system 1000 device. A patient had discomfort in her left arm (vascular access fistula), during hemodialysis treatment. The nurse realized the patient had an infiltration in the venours line. The system 1000 did not alarm of this situation. The patient is fine, but had a bruise on her hand. The device is currently in use and no further problems have been reported. No further information is available at this time.